Event description:
It was reported that during a gastric procedure, during the last firing, the device had problems with four incomplete staples, it was difficult to release them. Another device was used and along with a new blue reload to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Firing trigger handle broken. Evaluation summary - the analysis results found that the 6tb45 device with the firing trigger handle broken and with a reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and no anomalies were noted. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempting to fire on ticker issue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that all instruments are inspected 100% for staples presence by an automated vision system. In addition, a sample of the batch is inspected at (B) (4) to ensure the device meets the require specifications prior to shipments. A batch record review was performed and no anomalies were found during the manufacturing process.